Event description:
It was reported that, noise resulting in oversensing was noted on the right atrial (RA) lead. RA lead damage was suspected but this was not confirmed. X-ray imaging was performed; no anomalies were noted. The RA lead was capped to resolve this event. No patient consequences were reported.